Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to verify that power is present at the power supply and to replace the power supply, backup battery, top enclosure, and main harness. The customer decided due to the age of the esprit they will not be repairing the unit. The device will be removed from service.

Event description:
The customer reported unit won't power on. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient harm was reported.